Event description:
Rn marked buretrol of IV tubing at 1000 and returned at 1200 to find no change in fluid volume. IV pump did not alarm, appeared as if infusing. Pt did not receive 2 hrs of to keep open fluid. IV still patent. No change in pt status.